Event description:
It was reported that the atrial lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7001, competitor implantable tachy lead, (B)(6) 2006; a 6996sq41, implantable tachy lead, (B)(6) 2010; a 1056t, competitor implantable pacing lead, (B)(6) 2006. (B)(4).